Manufacturer narrative:
(B)(4). Describe event or problem - correction/ additional: "a review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure." No injury or medical intervention was reported.

Event description:
"A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure." No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was provided for evaluation. Data investigation confirmed a failed transmitter error. The root cause was determined to be a low transmitter battery that led to a failure. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.